Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the pt's battery pack was defective. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery pack not working) was confirmed. Upon investigation the battery pack was unable to charge or power up a test monitor. The cause for the failure to power up the monitor was isolated to the presence of corrosion on the battery pca board. The root cause for the corrosion could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the liquid contamination. The pt received a replacement battery pack.